Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system keyboard not responded. A technical support specialist (tss) remoted in and put-up on-screen keyboard, so user was able to complete task, then told customer to unplug keyboard and re-plug back keyboard. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the station keyboard was not responding. However, there were no delays or adverse events or injuries reported based on this event.